Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity, it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. As limited information was provided, it is possibly related to the risk factors mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in (B)(4), a patient who had received a 23 mm sapien xt three years ago, presented with dyspnea and increased gradients. The patient required a valve in valve with a 23 mm sapien 3 valve by tf approach due to a re-stenosis of the valve (general calcification) that was causing central regurgitation. At the end of deployment, commander delivery system balloon burst but the valve was fully deployed with good result. The whole delivery system was withdrawn with no issues and no injury to the patient. As per medical opinion, the balloon burst due to native annulus calcification. The same occurred during the implant of the sapien xt valve.